Manufacturer narrative:
1/7/1998-supplemental report #1 submitted to FDA.

Event description:
The device was used during a laparoscopic splenectomy procedure. Reportedly, the clips were not loading properly and the instrument broke. The hosp has reported no pt injury occurred.